Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.